Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 31-jul-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative on 2018-mar-12, regarding an implantable intrathecal pump intended to deliver dilaudid [5 mg/ml] at 2 mg/day, indicated for spinal pain. It was reported that the patient had been experiencing some pain from around her pump, and they believed it was flipping as well. It was noted that the patient had lost about 30 pounds since the pump was implanted on (B)(6) 2017. On (B)(6) 2018, the patient underwent a pump pocket revision, since it was coiled near the pump. It was stated that because it wasn't known if the patient had been getting the programmed dose, it was reduced by 50% (from 2 mg/day to 1 mg/day).the patient was found deceased the next morning in her home. It was unknown if the death was related to the device; however, no allegations were made against the device. The cause of death was unknown. It was noted that autopsy results were pending at the time of the report. Additional information was received from a healthcare provider (hcp) on 2018-mar-22. The hcp reported that he did not know for sure if the death was related to the device or therapy as the patient's autopsy was still in progress; however, he stated that he was considering pulmonary embolism (pe) as the cause of death. It was stated that the patient had recently lost 50 pounds, as they were feeling better and exercising, but the pump became loose in the pocket and was flipping and causing pain; the patient was reportedly obese prior to their 50 pound weight loss. A decision was made to revise the pump pocket. The revision was performed without complication. The physician removed a portion of the catheter, which was tangled and coiled on itself and replaced it with a new piece from the kit and discarded the old piece. It was reported that the patient had been on a consistent and effective does for 6 months prior to the revision without issues and confirmed that the patient's dose was reduced by 50% following that revision. The patient proceeded through recovery to discharge over the next 6-8 hours and was discharged without pain and was doing fine and without complaints. The following morning, the patient was observed snoring in bed at home at approximately 8:30 am, but when checked on again at 09:30 am the patient was unresponsive. It was also reported that the patient was prescribed trazadone for sleep, but it was unknown if it was taken the night of their passing. The hcp stated autopsy results would be provided when they became available.

Manufacturer narrative:
Upon review, on the event date on the initial report should have been (B)(4) 2017 as this is the earliest possible event date, and the exact date of first onset of the adverse event (pain, pump flipping) is unknown. Therefore, (B)(4) 2017 has been selected as the best estimate of event date. Clarification/correction of the previously reported sentence " on (B)(4) 2018, the patient underwent a pump pocket revision, since it was coiled near the pump." If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, the patient underwent a pump pocket revision, as well as a partial catheter revision since it was coiled near the pump.